Event description:
The patient had initial aaa repair in 2007, with no complications. However, later that evening the patient presented with complication of the left leg. After examination, the physician concluded that the left iliac limb of the stent graft was kinked due to the tortuosity of the patient's anatomy. On the evening of the event date, the physician performed a thrombectomy and stented the limb with a zilver stent to hold the graft open. The patient's symptoms subsided. The patient returned at a later date complaining of nausea and abdominal pain. After a CT exam, the physician concluded these symptoms not to be related to the aaa repair. He concluded the symptoms were likely due to an ulcer and instructed the patient to see his medical doctor. The patient, however, sought the opinion of another vascular surgeon. This second physician performed a diagnostic angiogram, which did not reveal any vascular abnormalities associated with the aaa repair. Following this procedure, the patient had a stroke. The patient then returned to the first physician. This examination revealed the patient had an infection in the aaa. According to the physician, it is impossible to determine if the infection occurred during the initial procedure, during the placement of the self-expanding stent, or during the angiogram performed by the second physician.

Manufacturer narrative:
No product was returned by the customer to assist in this investigation. An internal clinical review indicated that the kinking was caused by adverse patient anatomy. Based upon information provided by the customer, we are unsure why an infection occurred.